Manufacturer narrative:
(B)(4).

Event description:
The physician felt the pt was experiencing baclofen withdrawal; no specific symptoms or therapy info was provided. The healthcare provider wanted the pump read to confirm its function. The device sys was used to deliver baclofen. A f/u report will be sent if additional info becomes available.